Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported that a pt underwent bilateral lasik procedure. On the first postoperative day, the pt reported blurry vision, and halos/glare/shadows in both eyes. The pt was examined and found to have striae of both flaps. The pt's flaps were lifted and replaced. The following day, the pt reported that the vision was much better. Upon examination, it was noted that the pt had trace diffuse lamellar keratitis (dlk) inferiorly in both eyes. The steroid drops were increased to treat the dlk. There are two related reports for this pt. This report addresses the pt's right eye, and another MFR report will be filed for the fellow eye.